Event description:
A cartridge change error was reported for the pump, which caused the customer's blood glucose level to display as "high," though the specific value was unknown. The customer took corrective action by administering a correction bolus via the pump and did not require third-party assistance. The customer reloaded the cartridge to resolve the issue and resume insulin delivery.